Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reportedly received results of 537 mg/dl and 113 mg/dl within 1 minute on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the test strips have been used. Replacement product was sent.